Event description:
Journal reference: alterman rl, snyder bj. Deep brain stimulation for torsion dystonia. Acta neurochir suppl. 2007;97: 191-199. Deep brain stimulation (dbs) at the globus pallidus pars internus (gpi) is an effective treatment for some pts with medically refractory torsion dystonia. In this chapter, we review the classification and treatment of torsion dystonia including the current indications for dbs surgery. Reportable event: only one pt with dyti -associated dystonia has required lead repositioning due to an inadequate response. The repositioning was performed successfully and has resulted in a rapid and dramatic improvement in his contralateral dystonia. Other reference events were previously reported from other articles published on the same pt cohort.